Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient had an eventration on the stoma fistula with half of the internal bumper of the peg being outside. On the surface of the stoma there was a formation of approximately 4 cm in diameter of gastric mucosa that bled to the touch. The collected peri-stomal secretion revealed pseudomonas aeruginosa, for which the patient received oral antibiotic ciprofloxacin 500mg 2 /day. The eventration reportedly occurred in (B)(6) 2024. No further information available.